Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that something was going on with the system and the therapy was really "whoppy" and shocks them in the right leg. The patient said the shock made her right leg buckle and then they fell down. The patient also described the stimulation problem as jabbing to the system. The patient turned the system off. The patient said they fell a few weeks back and all of the issues started around then. The patient said they had terrible pain prior to the fall, but everything got worse. The patient had an appointment on (B)(6) 2019. A rep said they would call the patient. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that the patient didn't report any shocking when meeting with the rep. The changes to stimulation were related to adaptive stimulation. Adaptive stimulation was turned off. Additional information was received from the patient's sister stating that the patient needed a referral to a hcp. The patient did have 2 reprogramming sessions, but was still in pain. No further complications were reported.